Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer¿s current blood glucose was 197mg/dl. Customer performed troubleshoot but display did not returned after restart. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
No blank display anomalies noted during testing. The device passed displacement test, sleep current measurement, active current measurement and selftest.